Event description:
It was reported that one hour into the dialysis treatment the venous bloodline tubing disconnected from the pt's venous tesio catheter, resulting in an estimated blood loss of 300cc. The pt was placed on left side in trendelenburg position. Pt complained of n/v and dizziness. B/p 134/72, hr 91. The pt was sent to the emergency room for eval and was released the same day in stable condition.